Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. Device telemetry data confirmed it was operating in safety mode. The battery was removed, and external power was applied to the hybrid. Hybrid current drain measured normal. Analysis concluded the premature battery depletion was due to a performance issue with the battery component.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory determined that the device did not meet longevity expectations.